Manufacturer narrative:
Per printouts provided by the customer, quality control (synchron control level 3) was run twice and both times multiple chemistries from both the mc and cc side showed either suppressed results with an out of instrument range low (oir lo) flag or results that do not fall within the control ranges. Customer confirmed the probes and syringes were tight. A bec field service engineer (fse) was dispatched for this event. The customer informed the fse during the onsite visit that an instrument "vacuum error" occurred during homing that caused the cc reagent probe leak. Customer also stated that the fitting from the cc sample probe to the odc transducer was found loose. Connection was tightened by the fse and the probe stopped leaking. The leak from the mc sample probe was due from an obstruction. The fse flushed the probe and after rebooting system, issue was resolved.

Event description:
A customer contacted beckman coulter (bec) reporting a contained modular chemistry (mc) sample probe, cartridge chemistry (cc) sample probe, and cc reagent probe leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer indicated that the instrument also generated "modular chemistry and cartridge chemistry sample probe obstruction" errors. The customer also indicated that one (1) patient sample generated suppressed alkaline phosphatase (alp), total protein (tp), albumin (alb), creatinine - serum (cr-s), blood urea nitrogen (bun), and glucose (glu) results within an oir lo flag. Erroneous low aspartate aminotransferase (ast), alanine aminotransferase (alt), total bilirubin (tbil), and creatinine kinase (ck) results were generated for the same patient. The erroneously low results were not reported out of the laboratory. No exposure or injury occurred due to contained leak.